Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-1527-7 - transpore-plastic trans. Tape 1"x10yds. The patient stated she was having a reaction to the plastic tape. There was patient involvement and patient reaction reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).